Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 417 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer's site may be the cause of the customer's high blood glucose. The customer also reported receiving calibration errors. Customer was also unsure whether they were receiving insulin when their blood glucose was high. The customer also had inaccurate readings with their sensors. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.